Event description:
The customer reported that the device intermittently continued to activate on its own during a robotic laparoscopic hysterectomy. There was no pt injury. The surgeon continued to use the device for the remainder of the procedure.

Manufacturer narrative:
Covidien ref #: (B)(4). Date of initial report: (B)(4) 2013. The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.